Event description:
It was reported a filter did not open completely following deployment via a right femoral vein approach. An occlusion balloon was advanced, via a left femoral vein puncture, to stabilize the filter. Manipulation of the filter utilizing a balloon catheter, via the right femoral vein, resulted in complete opening of the filter. No pt sequelae resulted from this event and the pt's condition is good. This device remains implanted; therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."